Event description:
The dr attempted to insert/position the catheter three time into the jugular vein, and each time, the guidewire would not pass through the catheter and the catheter was trapped. On the fourth attempt, the catheter became lodged in the pt. After the procedure, the pt claimed pain, presented pneumothorax and was directed to chest drain. The next day, the pt was directed to the hemodynamic sector to surgically remove the remaining part of the catheter, as the catheter was found broken. It is unk whether the catheter broke before, during or after insertion. Due to the many attempts at insertion, the pt experienced blood loss.

Manufacturer narrative:
Two year retrospective review of similar products sold into the us that are mfg and sold by bd outside of the us. (B)(4) - results: the sample was not available for eval. A review of the device history records revealed no irregularities during the manufacture of reported lot number 7277819. Conclusions: since the sample was not returned for eval, we were unable to identify a root cause for the problem encountered. (B)(4).